Manufacturer narrative:
On 03-jan-2022, mentor completed the investigation on the suspect medical device. The analysis was completed on a photo of the suspect medical device because the physical device was discarded and could not be returned to mentor. Device evaluation summary: according to the information received, the patient experienced ptosis. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture, granuloma, bilateral breast ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 275cc gel breast prostheses when the left breast prosthesis ruptured post implantation. The rupture was diagnosed via mammogram and ultrasound. Imaging also diagnosed the patient with a granuloma in her left axilla region. Additionally, the patient developed bilateral breast ptosis post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 275cc gel breast prostheses on (B)(6) 2021. The removed devices were discarded following explant surgery. This medwatch report is for the patient¿s right breast prosthesis.